Event description:
The dr started using the electrode in the knee during arthroscopy. The ceramic portion of the electrode broke off into the joint. The pt was not adversely affected, the dr was able to retrieve the ceramic from the joint. A new electrode was used with no problem.